Event description:
The complainant alleged that while attempting a defibrillate a patient, the device failed to discharge via external paddles. The complainant indicated that the clinician was able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.